Event description:
An increase in seizures were reported for the patient. The physician performed diagnostics and all values were within normal limits. No other relevant information has been received to date.